Event description:
It was later reported that for both the right and left stimulator it was hard to know if the issue was at the adaptor, extension or lead. It was noted there was a short between electrode 1 and 3 which the patient was programmed on the left stimulator. On the right stimulator impedances were high. It was later report the right stimulator had slightly better values than reported in october and the left stimulator had a worse value than previously reported. It was noted they knew it was not a connection issue since the connections were checked and reconnected intra-operatively. It was noted they believed it was either a lead or extension issue. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
It was reported that the patient's symptoms were worsening, and there was a plan for the system to be revised. It was reported that impedance measurements on (B)(6) showed impedance was 1,357 ohms on the right device, but a telemetry strip from (B)(6) 2012 reported that the group impedance on group c was 'high'. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had a revision procedure today where the right lead component of the implantable neurostimulator (ins) was replaced. It was noted that the left lead may or may not be replaced. The left lead did show a short. The patient was currently programed to electrode #3+, #2-, and #1- with a therapy impedance of 207 ohms. It was noted that previously that the short was only on electrodes 1 and 3 but had no progressed to electrode 2 also (at 239 ohms). Additional information has been requested but was not available at the time of this report.

Event description:
It was confirmed that only the right lead was replaced. The right side was currently turned off until the patient's programming appointment scheduled in may.

Event description:
Additional information received reported there was suspected right lead failure. The following impedances were measured: c-0 5446 ohms, c-1 3384 ohms, c-3 3041 ohms, 0-2 5011 ohms, 0-3 6717 ohms, 1-3 4531 ohms. A right-side lead replacement was scheduled for 4-dec-2012. There was no patient injury.

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37651, serial # (B)(4), product type recharger; product ID 37651, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), product type programmer; patient product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3550-09, lot # n237826, implanted: (B)(6) 2011, product type accessory; product ID 3387s-40, lot # v674524, product type lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that both right and left implantable neurostimulators (ins) had been interrogated further. After measuring impedances first during the baseline interrogation in pre-op before the patient's exploration surgery to check the right ins/adapter/extension connection and then after everything was cleaned and reconnected, it was noted that some values "went down, but still high." The third interrogation was done after the lead/extension connection site had been cleaned and reconnected, and it was noted that "the impedance went higher but nothing over 40,000 ohms." Also, some "very low impedances" were read from the patient's left ins. Short circuit was noted between electrodes 1 and 3. Reprogramming around those electrodes was suggested to avoid high battery drain. It was considered likely with the patient programmed to 3+, 2-, 1- that she wasn't getting stimulation "all the way down to #1 electrode in brain because it was shorting before then." It was stated that right lead revision for a new lead and extension was being considered. A loss in therapeutic benefit was also reported. Using x-rays assessment as another tool to try to identify lead versus extension issue before revision surgeries was recommended.

Event description:
Additional information received reported that the patient was going to have a bilateral lead replacement, but they were awaiting a scheduled date. If more information is received, a follow up report will be sent

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension. Product ID 3550-09, lot # n237826, implanted: (B)(6) 2011, product type accessory. Product ID 3387s-40, lot # v674524, product type lead.

Event description:
At the patient¿s reprogramming appointment on (B)(6) 2013 the right side was turned on and gradually increased to 3+ 0- 1-, 7.0 v, 150 pw, 135hz, impedance of 1496ohms without an adverse event.